Event description:
It was reported that an asymptomatic patient presented via remote transmission during follow up. The device was post-paced t-wave oversensing. Programming changes were made during device check.